Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose value was 406 mg/dl at the time of the incident and current blood glucose 271 mg/dl. The customer was treated with bolus with 10.25 units through the insulin pump. She had symptom of acetone taste in mouth. The customer declined troubleshooting for high blood glucose. The customer was advised to monitor the insulin pump. The insulin pump was not returned for analysis.